Event description:
During a coronary stenting treatment procedure, stent damage was encountered. The physician was unable to use the express2 mr 4.0 mm x 12 mm stent due to the "mesh of the stent was not aligned to the balloon." The stent was not introduced into the pt. There were no pt complications.